Event description:
It was reported, the light source had a bulb that did not light even after replacement. The emergency lamp was able to light up. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as a field service engineer repaired the device at the customer site. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10 corrected fields: d9, h3, h6 (type of investigation) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like the reported event of "main lamp does not light up" was caused by an ignitor board failure. Olympus will continue to monitor field performance for this device.